Manufacturer narrative:
Age at time of event: in the pediatric patient range. Initial reporter phone no. Alternate: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the patient was not connected to the prismaflex set, the green valve was removed from the syringe line and was connected to an external syringe pump. Blood backed up into the syringe line and leaked onto the floor from the syringe connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.